Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 14 x 60mm 7f smart self-expanding stent was used. However, during the process of releasing the stent, the stent jumped forward severely and went directly into the heart. No unusual force was applied during deployment, but 1.5 cm of the stent was prematurely deployed. The patient was later sent to cardiothoracic surgery department. The patient was sent to a higher-level hospital, where the stent was removed after opening the chest. An attempt was made to re-capture the stent, but it was ultimately removed by surgery. It was planned to be placed in the superior vena cava. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU, and no abnormalities were noted with the stent delivery system prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath, and the tuohy borst valve was in the locked position. There was no difficulty encountered flushing the stopcock or the sds. The target lesion vessel diameter was 12mm, the lesion was not calcified, and the vessel had mild tortuosity with 70% stenosis. The smart locking pin was in place during advancement towards the lesion, and it was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructions to hold the handle of the smart control sds flat and straight outside the patient were followed. The device will be returned for evaluation.

Event description:
As reported, the 14 x 60mm 7f smart self-expanding stent was used. However, during the process of releasing the stent, the stent jumped forward severely and went directly into the heart. No unusual force was applied during deployment, but 1.5 cm of the stent was prematurely deployed. The patient was later sent to cardiothoracic surgery department. The patient was sent to a higher-level hospital, where the stent was removed after opening the chest. An attempt was made to re-capture the stent, but it was ultimately removed by surgery. It was planned to be placed in the superior vena cava. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU, and no abnormalities were noted with the stent delivery system prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath, and the tuohy borst valve was in the locked position. There was no difficulty encountered flushing the stopcock or the sds. The target lesion vessel diameter was 12mm, the lesion was not calcified, and the vessel had mild tortuosity with 70% stenosis. The smart locking pin was in place during advancement towards the lesion, and it was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructions to hold the handle of the smart control sds flat and straight outside the patient were followed. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 14 x 60mm 7f smart self-expanding stent was used. However, during the process of releasing the stent, the stent jumped forward severely and went directly into the heart. No unusual force was applied during deployment, but 1.5 cm of the stent was prematurely deployed. The patient was later sent to cardiothoracic surgery department. The patient was sent to a higher-level hospital, where the stent was removed after opening the chest. An attempt was made to re-capture the stent, but it was ultimately removed by surgery. It was planned to be placed in the superior vena cava. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU, and no abnormalities were noted with the stent delivery system prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath, and the tuohy borst valve was in the locked position. There was no difficulty encountered flushing the stopcock or the sds. The target lesion vessel diameter was 12mm, the lesion was not calcified, and the vessel had mild tortuosity with 70% stenosis. The smart locking pin was in place during advancement towards the lesion, and it was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructions to hold the handle of the smart control sds flat and straight outside the patient were followed. Two images are submitted for review. No initial venogram images are provided. The target lesion was apparently a 12mm vessel with a 70% stenosis. The stent delivery system looked normal prior to use and was prepped according to the IFU. The sds was advanced across the lesion and then withdrawn back into proper position prior to deployment. The first image shows the stent within the heart. The second image shows the stent deployed in the superior vena cava. The stent is being balloon dilated and there appears to be a high-grade stenosis. The device was then returned for analysis. A non-sterile ¿smart 7fr (120cm) stent 14x60mm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was returned fully deployed and the stent was not returned for analysis. In addition, two (2) kinked/bent sections were observed on the outer sheath located approximately at 31.2 cm and 121.0 cm from the distal tip. No other damage or anomalies were observed on the returned device during the visual analysis. Dimensional analysis could not be conducted due to the kinked/bent condition observed on the device, which prevented accurate measurements. Functional testing was not performed as the unit was returned fully deployed. The reported "stent delivery system (sds) deployment difficulty inaccurate placement" was verified based on the provided images. In one image the stent is seen in the heart, the other image shows the stent deployed in the superior vena cava the stent is being ballooned dilated, and a high-grade stenosis is apparent. However, the exact cause of the reported event cannot be determined. Stent dislodgement in the svc is a rare but well-known complication of treating svc stenosis. Potential causes are improper stent positioning, excessive manipulation of the stent after placement, and less likely weakened svc wall. Careful selection of the stent must be made in both diameter and length. In this case a 14mm stent was chosen for a nominal vessel size of 12mm. In retrospect, a 16mm stent may have provided better wall opposition. Additionally, there are no pre-stenting images to review to understand the target vessel anatomy, but the stenosis seems to be positioned in the upper 1/3 of the stent. During ballooning, this stent position is susceptible to ¿watermelon seeding¿ and can lead to dislodgment as what happened in this event. According to the instructions for use, which is not intended as a mitigation of risk, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. F. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand.¿ the information available nor the product analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.